Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump during bolus. Customer stated that their blood glucose reading was noted to be 405 mg/dl and has treated with a bolus. Customer stated that the reason for their high blood glucose readings was that they forgot to connect back to the insulin pump earlier in the day. It was noted that the alarm may have been caused by a site related issue. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.